Event description:
The doctor stated that a patient received a medpor cranial implant. The doctor reported that approximately eight weeks after receiving the implant, the patient developed an infection. The doctor noted air surrounding the implant, which may have been in communication with sinus. The doctor stated that the implant was removed.